Manufacturer narrative:
Date of initial report: 2017-06-01 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would cut but did not cauterize.

Manufacturer narrative:
One used lf5544 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard each time. The monopolar valleylab mode also functioned without issue. The investigation found the device to function normally and within specifications for sealing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.